Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B) (4): no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that the lead dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.